Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction associated with the clip delivery system in relation to the patient effects. The reported patient effects of dyspnea, fever, and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed for worsening heart failure and dyspnea, with possible relationship to the mitraclip, requiring intervention. It was reported that on (B)(6) 2015, the patient with functional mitral regurgitation, underwent a procedure with implantation of one mitraclip, reducing the mitral regurgitation from grade 4 to 1-2. Four days post procedure, the patient developed worsening dyspnea and fever. A chest x-ray, obtained on (B)(6) 2015, noted infiltrates concerning for pneumonia. Medication was administered to treat the fever and the fever resolved on (B)(6) 2015. A right heart catheterization was performed to evaluate the patient's dyspnea and mildly elevated left-sided filling pressures were noted, indicating worsening heart failure. The mitraclip was noted to be well attached to the leaflet wall and functioning as expected. The hospitalization was prolonged due to the patient's worsening heart failure symptoms. Medication was administered; however, the dyspnea continues. Reportedly, it was not clear if the dyspnea was related to the pneumonia, or to fluid overload/congestive heart failure. The patient was discharged to home on (B)(6) 2015. No additional information was provided.